Event description:
It was reported that while using bd vacutainer® sst¿ blood collection sets, the customer found thirty-two (32) underfilled tubes. No patient or user impact reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital university. G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. The analysis of the customer photo did not show any underfill. Additionally, 20 retained samples underwent functional tests for low or no draw, and all samples passed as they were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.